Manufacturer narrative:
The device was not returned for analysis. Should the device be returned, an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. Eunice perez reported that a glidewell ht implant failed. The patient presented on (B)(6) 2025 for a primary procedure on tooth #9. On (B)(6) 2026, after healing abutment placement the provider determined that the implant failed to osseointegrate and removed the implant. The implant was not replaced, and no injury was reported. The patients bone quality is type ii and their oral hygiene is excellent.